Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints in lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the optic tore, when deployed from the shooter yesterday so he implanted the back-up lens instead. They do not have the damaged one. The patient was not harmed. Additional information was requested.